Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that they had damaged the pump while cutting wood, but the damage were in the form of deep scratches and did not affect the legibility of the screen of the pump. The customer declined troubleshooting the prime sequence because the customer will no longer use their pump. A replacement pump was sent to the customer. No further information was provided.

Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. However, the insulin pump was unable to prime unit during prime test due to faulty force sensor. The insulin pump was received with intermittent buttons due to light moisture damage on keypad traces. No display ramping on its own anomaly noted. The insulin pump was received with minor scratches on lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.